Event description:
Reportedly, with the first firing, the hook on the hinge cracked and the broken part dropped into the cavity. After retrieving it from the cavity, the instrument was fired but the staples did not form properly. After the second firing, the staples did not form at all and only the knife advanced causing an undetermined amount of bleeding. The surgeon manually sutured to complete the case. An x-ray was performed one day post operatively and it appears that something like a piece of the instrument was found in the cavity. Patient: under observation. Procedure: wedge/segmental resection.